Manufacturer narrative:
(B)(4). The 900pt531 junior heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the 900pt531 breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on photographs of the complaint hbt. Results: visual inspection of the photographs revealed that the hbt was damaged in the central section of the tubing over an area of about 250mm in length. The tubing had melted in this section of the limb. There was no visible damage to the heater wire insulation, indicating that the heater wire had not produced excessive heat. The remainder of the circuit did not exhibit any defects or abnormalities. Conclusion: further information was sought from the hospital but to date no response has been received. From the observed damage, it is most likely that the damaged section of the hbt was under the patient's pillow or bed covers for some length of time. Our testing of the hbt indicates that the tubing would have to covered and under compressive load for at least 20 to 30 minutes for any melting to occur. The heater wires are coated with teflon, which remains intact even under compressive load and has a much higher melting point than the hbt. All airvo heated breathing tubes are tested for electrical continuity on the production line. A resistance test and visual inspection is performed on the heater wire assembly after the heater wire plug has been overmoulded onto the heater wire. The user instructions that accompany the airvo humidifier include the following warning: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
A hospital in hong (B)(6) reported that a 900pt531 airvo junior heated breathing tube used with an airvo2 humidifier had melted while in use in the paediatric ICU. No patient consequence was reported.